Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot1107083 (us) used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The suction tube is detached from the guard body. A functional evaluation could not be performed due to the nature of the broken weld. The reported problem was confirmed visually. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. Refer to the product user manual which provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level will undergo further investigation and possible adjustment by the site quality team. Per complaint details from the us, it was reported that during a cori assisted tka surgery the irrigation port separated from the guard housing of two real intelligence robotic drill guards. The first exposure guard was broken while the surgeon was milling the distal femur. After beginning to mill the distal lateral condyle, the suction housing separated from the exposure guard fuselage. The surgeon successfully located the separated piece on the drapes on the bed. They flushed the joint and switched to back-up, which also broke. The procedure was completed, with a non-significant delay, using a saw blade and the already prepared femur to guide his posterior lateral cuts. No harm was done to the patient. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional device real intelligence robotic drill guard has been covered under MDR report number 3010266064-2021-00911.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a cori assisted tka surgery the irrigation port separated from the guard housing of two real intelligence robotic drill guards. The first exposure guard was broken while the surgeon was milling the distal femur. The surgeon verbally made note that this patient's bone was ¿harder¿ than he expected. After beginning to mill the distal lateral condyle, the suction housing separated from the exposure guard fuselage. The surgeon successfully located the separated piece on the drapes on the bed they flushed the joint and switched to back-up (B)(4). He was able to successfully finish the distal milling of the layers condyle without error. After finishing the 4-1 cuts with the cut block/saw, he moved to preparing the proximal tibia. The surgeon chose a ¿burr-all¿ approach to the tibia by milling the tibia anterior to posterior from a ¿top-down¿ approach. After removing the anterior/medial third of the tibia, the suction housing separated from the exposure guard fuselage. Again, he located the separated fragment and removed the guard from the drill (B)(4). The procedure was completed, with a non-significant delay, using a saw blade and the already prepared femur to guide his posterior lateral cuts. No harm was done to the patient.